Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture", "lumps" and "a year after revision started feeling problems and something was up with the implant". Later healthcare professional reported rupture. This record is for the right side. The device remains implanted.